Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/12/2015 with the following findings: a review of the pump¿s black box showed no drastic voltage fluctuations or warnings related to the complaint. During a visual inspection of the pump, the battery compartment was observed to have multiple cracks. No evidence of moisture was found inside the battery compartment. During testing, the pump current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, faded, and discolored. Also unrelated to the complaint, a pump case crack was observed near the bottom right corner of the display lens.